Manufacturer narrative:
The complaint investigation for a false elevated result included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review on lot 15346ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 15346ui00 was evaluated using world wide data from abbottlink and determined that patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I, lot number 15346ui00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported false positive architect troponin results on one patient. The results provided were: on (B)(6) 2020 first sample (B)(6) = 108.293ng/l / retest = 1.827ng/l and 2.403ng/l; second sample, same patient on (B)(6) 2020 @09:20am (B)(6) = 2.658 and 2.369ng/l (overall population = 26.2ng/l). There was no reported impact to patient management.